Event description:
End user states the rollator broke and she fell, suffering a concussion.

Manufacturer narrative:
The end user contacted us indicating that she suffered a concussion in an incident that occurred more than a year ago. This injury had not previously been reported to us. The tube below one of the rollator handles apparently fractured and she fell. She will not return the sample for evaluation. No lot number was provided. A few photos of the fractured tube were sent. The overall condition of the device is not known. She indicated that no maintenance has been performed on the device during the three years she owned it. We have no trend for this issue. A root cause has not been determined but we cannot rule out the possibility that a lack of maintenance was a contributing factor or that possibly she fell onto the handle causing it to break. We have not confirmed this to be a medline device but due to the reported injury and in an abundance of caution, this medwatch is being filed.